Event description:
The mother of the home pt (hp) using a homechoice system, contacted technical service rep (tsr) and reported that during dwell 4 a check lines and bags alarm occurred. Per the caller, she was told by the nurse, that if she wore a mask that it was ok to unspike the one heater bag and replace the bag suing the same cassette. The tsr attempted to explain to the caller that by unspiking the bag, sir could have gotten into the system and she needed to start over witn a new cassette. The mother of the hp did not understant why it was required to start over with new supplies. The tsr advised the caller to contact their nurse for further medical instructions. There was no pt injury or medical intervention associated with this incident per the home pt's nurse.

Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt's mother.